Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that they were hospitalized due to high blood glucose level 532 mg/dl and diabetic ketoacidosis on unknown date. Customer was admitted to hospital for treatment. Customer was not using auto mode of insulin pump. Customer declined troubleshooting for high blood glucose level. Device will returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).